Event description:
It was reported that the pt experienced swelling in her feet since implant. Beginning on (B)(6) 2011 both of the pt's feet were swollen, and then only the left foot was affected. However, the pt's right foot had redness as a result of skin stretching. The pt was admitted to the hospital. Additional info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).